Manufacturer narrative:
Added a.2 and h.6 device code. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaint events. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided showing calcification and tortuosity in the patient's right access vessel. Per the information provided, the patient had ao iliac stent graphs, also visible in the imagery provided. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. During delivery system insertion, check delivery system locked in default position and edwards logo up. Insert loader completely into sheath. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Retract loader and peel away if more working length is needed. The proximal end of loader tube may be brown. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. To prevent possible leaflet damage, the thv should not remain in the sheath caution for over 5 minutes. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The inability to track the system through the anatomy and difficulty withdrawing the system with valve through the vasculature were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'once through the scar tissue, the valve (still on the ds) snagged on the endograft. The physician was unable to advance the system further.' Additionally, per the imagery, the patient had calcification and tortuosity, as well as the pre-existing iliac graphs/stents in the right access vessel. Obstructive scar tissue, stents and calcification may have prevented the advancement of delivery system. The valve may have interacted with scar tissue and calcium nodes in the advancement pathway and the system was unable to be advanced further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. Available information suggests that patient factors (scar tissue, pre-existing stent grafts, calcification, and tortuosity) may have contributed to the complaint events. As reported, 'while removing the first system, the valve got hung up on the heavy scar tissue.' Additionally, as mentioned above, the patient's access vessel was noted to be calcified and tortuous. Access vessel scar tissue, tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. As such, available information suggests that patient factors (scar tissue, calcification, tortuosity) may have contributed to the complaint events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case in a patient with ao/iliac stent grafts and heavy amounts of scar tissue at the access site, the physician had a hard time advancing the delivery system through the esheath due to the scar tissue. Once through the scar tissue, the valve (still on the ds) snagged on the endograft. The physician was unable to advance the system further. It was decided to remove the entire system and start with a new one. While removing the first system, the valve got hung up on the heavy scar tissue. This led to an emergency cut down and consequently aborting the procedure.